Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical degenerative disease/ spinal stenosis and underwent anterior cervical decompression. During the surgery, a fracture occurred during the partial implantation of peek. The director used a pair of pliers to clamp it out. The procedure was completed successfully with a new product. No patient complications occurred as a result of the event.

Manufacturer narrative:
Product analysis result: visual optical visual and optical inspection confirmed the peek implant is broken. The top portion of the implant has been broken off. Optical inspection confirmed a flat fracture surface with no indication of pre existing failure that could contribute to the implant breaking. Optical inspection confirmed some deformation on the ribs of the implant. The threads at the inserting point of the screw appear to be damaged. Unable to determine root cause of failure. If information is provided in the future, a supplemental report will be issued.